Event description:
It was reported that the right atrial lead was explanted for an unspecified issue. It is not known if the lead was replaced. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: upon review of additional information received, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction that caused a serious event. Please retract the report 2017865-2022-40852.